Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared per the instructions for use (IFU), and was inserted without issues. The leaflets were successfully grasped, therefore, the deployment sequence was started. However, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed, but the issue was unable to be resolved. The physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirm failure mode, a cause for the reported clip opening while during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.